Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
It was reported that stent damage occurred. The patient presented due to coronary artery disease. The de novo target lesion was located in the left anterior descending artery. A 3.00 x 38 mm synergy¿ drug-eluting stent was implanted to treat the lesion. Subsequently, stent boost view was performed and it was noted that a stent strut was hanging in the lumen. A different device was then deployed to cover the hanging portion and the procedure was completed. No patient complications were reported and the patient's status was stable.